Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was removed on (B)(6) 2019 because it wasn't helping her pain. The patient said it never really worked for her since implant and it helped a little off and on, but it was never by 50% or greater. A different manufacturer's ins was implanted. No further complications were reported.